Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg on (B)(6) 2010. It was reported that the pt's ipg pocket site was heating up during recharging. The pt stated that he recharges the ipg approx every 3 days. The pt reported that he does not have any issues locating the ipg or recharging the charger. A new charging system was sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further info is available at this time.